Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: although no information was provided pertaining to diagnosis and treatment, adc blood glucose results of 144 mg/dl and 146 mg/dl are inconsistent with the customer's report of waking up in ICU after 2 days. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2014, he experienced nausea and not feeling well and reported obtaining ketone results of "3 and 4" on his adc meter. Customer ate dinner, checked his blood glucose and obtained an unspecified reading that he perceived to be normal, and went to sleep. The next morning, (B)(6) 2014 at approximately 7:30 a.m., customer experienced symptoms described as "head was spinning, nauseous, weak, and (his) eyes were dry". Customer obtained blood glucose readings of 144 mg/dl and 146 mg/dl, in addition to a ketones result of 5.5 mmol/l. Customer's girlfriend transported him to the emergency department of a local hospital and upon his arrival, customer's blood glucose and ketone levels were determined to be high. No results were reported however, customer stated that "after 2 days (he) woke up and (he) was already in ICU". No further information was provided by the customer as he refused to continue troubleshooting. There was no report of death or permanent impairment associated with this event.